Event description:
It was reported the device was used during a laparoscopic-inguinal hernia repair procedure. It was reported by the affiliate that device would not deliver staples upon firing. A new device was used to complete the case. There was no pt consequence.